Event description:
It was reported that the patient had scar tissue between the pump and catheter. The physician accessed the cap (catheter access port) but was unable to aspirate. No patient symptoms were reported. The patient was sent to the neurosurgeon. During surgery, the surgeon was able to get backflow of cerebrospinal fluid. The physician reported that the scar tissue formation was around the catheter to the pump insertion site. There were no volume discrepancies. The patient was reported to be doing well. The type of medication, concentration, and daily dose being administered via the pump were not reported.